Event description:
Info received from affiliate. They reported a pt had recently switched from 1 day acuvue brand contact lenses to acuvue 2 brand contact lenses. The pt reported that in 11/2004 they fell asleep while wearing their lenses and in the morning they awoke and reported "foggy" vision. The pt reported they had some remaining 1 day acuvue lenses in their car and they wore those to drive to work. The pt reported severe pain in thier eye but said they continue to wear their lenses because they had to drive their car. The pt reported severe redness and pain following removal of their lenses. The pt reported they sought treatment from an eye care professional on the following day. The ecp was contacted but would not provide diagnostic and treatment info. The pt reported "severe inflammation" was found in their left eye and they also had inflammation in their right eye, but they did not remember the diagnosis. The pt said they were prescibed levofloxacin and another medication 5 or 6 times a day and they were told to return to the clinic the following day. The pt's last visit to the treating eye care professional was 9 days later. No add'l info is available at this time.